Event description:
It was reported that the left ventricular lead had dislodged into the atrium. During the lead revision procedure a visible split in the outer insulation midway down the lead, perpendicular to the lead body was seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was melted. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.